Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed.the analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves). Far-field r-wave oversensing observed on stored atrial lead electrocardiograms.the analysis of the device memory indicated a p-wave amplitude measurement issue. P-wave amplitude is consistently below or equal to 1.375mv. (B)(4)

Event description:
It was reported that the right atrial (ra) lead had loss of capture, t-wave oversensing (twos) on the atrial channel, far field r-wave (ffrw) sensing and atrial undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.